Event description:
Patient was transferred to ICU; physicians were in the middle of ECMO cannulation. Patient was on norepinephrine drip through baxter colleague 3cx triple IV pump when the channel with norepinephrine failed. Patient's bp dropped to the 50s systolic. Vital signs monitoring initiated/increased.